Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4017031 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples from batch 4017031 were not available for inspection. There was one (1) picture available to support this complaint. The photo shows a tube with growth in the bottom; the tube is from batch 4017031 with expiration 2025-07-20. There were no returns available to assist with this investigation. This complaint can be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, fungal contamination was observed in one (1) tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, fungal contamination was observed in one (1) tube. There was no health impact or consequences reported.